Manufacturer narrative:
H.6. Investigation summary no samples or photos were sent by the customer. It was not possible to perform an investigation and determine the root cause for the incident. A device history review was conducted for lot number 9228453. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis. H3 other text : see section h.10.

Event description:
It was reported that (B)(4) needle precisionglide 18x1-1/2in experienced a clogged/blocked needle which was noted during use. The following information was provided by the initial reporter: needle clogging - many needles lost. Additional information: there was no damage. The needle was being used to dilute drugs as heparin. There is (B)(4) sample units available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 needle precisionglide 18x1-1/2in experienced a clogged/blocked needle which was noted during use. The following information was provided by the initial reporter: needle clogging - many needles lost. Additional information: there was no damage. The needle was being used to dilute drugs as heparin. There is two sample units available.